Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 238 mg/dl and a correction bolus was delivered to address the bg level. The customer received an expected out of insulin alert/alarm and the pump supplies were changed. During troubleshooting with tandem technical support, the customer observed small air bubbles in the tubing and luer lock. No other device issues were noted. The bg was currently at 201 mg/dl and the customer was to change the location of the infusion set site from the stomach to the arm as the stomach had scar tissue in the area of the cannula.